Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned for analysis. Device (a) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Device b was displayed an error code 5 when tested with a gen04. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap prostectomy procedure, that there was no function after a few minutes. A new instrument was used to complete the case. There was adverse patient consequence.